Event description:
It was reported that the whole system was removed in (B)(6) 2014. The pump was reportedly not installed correctly, and migrated out/protruded out of the pocket through the skin one week after implant. The pump system was being used to infuse an unknown medication.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4).